Event description:
The company representative reported that the customer (operating room) called stating the iabp was alarming optical sensor failure. The customer was instructed to unplug the sensor and re-insert. The pump was still alarming. The rep had them use the radial a-line as an alternative source. They were given instructions on how to set this up. The pt was placed on a fiber optic 34cc balloon. The ICU was called to obtain further info. This event occurred while the iabp was being used on a pt. The death of the pt was not attributed to the iabp according to the customer.

Manufacturer narrative:
The company representative is following up with the customer for an eval of the intra aortic balloon pump. When further info becomes available. A supplemental report will be prepared and sent. (B)(4).